Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy under essure"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy abnormal bleeding") in a 41-year-old female patient (gravida 5, para 4) who had essure (batch no. 774397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (4 pregnancies) and parity 4 (4 live births). Previously administered products included for an unreported indication: (B)(6). Concomitant products included aripiprazole (abilify) from january 2011 to february 2011, drospirenone + ethinylestradiol (yaz) from january 2011 to february 2011, hydroxyzine embonate (hydroxyzine pamoate) from january 2011 to february 2011, ibuprofen (motrin) from january 2011 to february 2011 and vicodin (lortab) from january 2011 to february 2011. In (B)(6) 2011, the patient experienced blood prolactin increased ("high prolactin levels"), vaginal infection ("vaginal infection") with vaginal discharge, urinary tract infection ("uti"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy") and weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain, abdominal pain lower and nausea and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), fallopian tube spasm ("left tubal spasm during insertion of essure"), complication of device insertion ("left tubal spasm during insertion of essure") and abdominal pain upper ("stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral tubal ligation and removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, vulvovaginal pain, fallopian tube spasm, complication of device insertion, blood prolactin increased, vaginal infection, urinary tract infection, vaginal haemorrhage, menorrhagia, weight increased and abdominal pain upper outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, allergy to metals, blood prolactin increased, complication of device insertion, fallopian tube spasm, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: procedure of essure insertion was performed without complication and patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.551 kgs. Hysterosalpingogram performed on (B)(6) 2011; (B)(6) 2016: laparoscopic bilateral tubal ligation and removal of essure devices: normal appearing uterus, tubes and ovaries bilaterally, essure devices located at cornual end of fallopian tubes, patient tolerated essure removal procedure well and was taken to the recovery room awake and in stable condition most recent follow-up information incorporated above includes: on 30-april-2018: pfs received. Extraction form provided: patients birth date, age, weight added, pregnancy information added, patient history added, lab data added, lot number added, device removal: yes added, concomitant products added: yaz, hydroxyzine pamoate, abilify, lortab, motrin; severity for pelvic pain and abdominal pain added: severe, events added: pregnancy, device ineffective, spontaneous abortion, post abortion bleeding, fallopian tube spasm, high prolactin levels, abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), infection (bladder/urinary tract /vaginal) type: vaginal and utis, nausea, nickel allergy, pain, vaginal discharge, weight gain, stomach pain and vaginal pain. Reporter comment added. On (B)(6) 2018: non-significant coding correction. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy under essure"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy abnormal bleeding") in a 41-year-old female patient (gravida 5, para 4) who had essure (batch no. 774397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (4 pregnancies) and parity 4 (4 live births). Previously administered products included for an unreported indication: wellbutrin and yasmin. Concomitant products included aripiprazole (abilify) from (B)(6) 2011 to (B)(6) 2011, drospirenone + ethinylestradiol (yaz) from (B)(6) 2011 to (B)(6) 2011, hydroxyzine hydrochloride (vistaril) from (B)(6) 2011 to (B)(6) 2011, ibuprofen (motrin) from (B)(6) 2011 to (B)(6) 2011 and vicodin (lortab) from (B)(6) 2011 to (B)(6) 2011. In (B)(6) 2011, the patient experienced blood prolactin increased ("high prolactin levels"), vaginal infection ("vaginal infection") with vaginal discharge, urinary tract infection ("uti"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy") and weight increased ("weight gain"). On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain, abdominal pain lower and nausea and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), fallopian tube spasm ("left tubal spasm during insertion of essure"), complication of device insertion ("left tubal spasm during insertion of essure") and abdominal pain upper ("stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral tubal ligation and removal of essure devices). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, vulvovaginal pain, fallopian tube spasm, complication of device insertion, blood prolactin increased, vaginal infection, urinary tract infection, vaginal haemorrhage, menorrhagia, weight increased and abdominal pain upper outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, allergy to metals, blood prolactin increased, complication of device insertion, fallopian tube spasm, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: procedure of essure insertion was performed without complication and patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.551 kgs. Hysterosalpingogram performed on (B)(6)2011; (B)(6)2016: laparascopic bilateral tubal ligation and removal of essure devices: normal appearing uterus, tubes and ovaries bilaterally, essure devices located at cornual end of fallopian tubes, patient tolerated essure removal procedure well and was taken to the recovery room awake and in stable condition quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.